Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was bent. It could not be determined when this damage occurred, and it could not be conclusively determined if this affected the device¿s ability to deliver insulin when the pod was worn. No abnormalities were observed on the needle mechanism, and it could not be conclusively determined from investigation if the cannula was dislodged from the insertion site.

Manufacturer narrative:
The product was not returned for evaluation. It was reported that the cannula had pulled out of the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Using the pod 5 / pages 43-44: warning:  check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning:  because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels reached 16.2 mmol/l (291.6 mg/dl) after wearing the pod between 4 and 24 hours on the arm. The patient's blood glucose history is as follows: time: (B)(6) 2019 10:11pm, bg (mmol/l): 10.4, (mg/dl): 187.2; 11:39pm, 4.4, 79.2; 11:59pm, 6.8, 122.4; (B)(6) 2019 12:51am, 11.8, 212.4; 1:30am, 9.2, 165.6; 2:21pm, 14.7, 264.6; changed pod; 2:23pm, 16.2, 291.6. The patient administered bolus through the pod but the bg levels did not decrease. The infusion site started to hurt and upon inspection it was noted that the cannula had dislodged from the infusion site and it was bent. Hyperglycemia treated by bolus, walking and drinking water.